Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -5.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vaulting and refractive change over time. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was exchanged for the longer length lens and the problem was resolved. Status of the eye: "patient is happy". Claim# (B)(4).